Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio replaced the therapy pcb assembly and the system pcb assembly. Proper device operation was then confirmed through functional and performance testing. Following repair, the device was returned to the customer.

Event description:
The customer contacted physio-control to report that their device suddenly powered off while charging defibrillation energy. The device was used in a training on a manikin. The device was charging defibrillation energy when it suddenly powered off and illuminated its service led. There was no patient use associated with the reported event.